Event description:
The consumer reported a false negative result with binaxnow covid-19 ag self-test on 03jan2023. The consumer received a negative result with binaxnow covid-19 ag self-test on 03jan2023, and a positive result at a pharmacy on 03jan2023. Also, the consumer stated that she received a positive result at a health care provider on 27dec2022.no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212270 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 212270 and device part number 195-430h / lot 207712. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212270 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue.d4: expiration date h3 other text : device discarded, single use.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer received a negative result with binaxnow covid-19 ag self-test on (B)(6) 2023, and a positive result at a pharmacy on (B)(6) 2023. Also, the consumer stated that she received a positive result at a health care provider on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.